Manufacturer narrative:
It was reported that before a surgery, one of the screws for the leksell frame adaptor was very difficult to tighten into the threading of the adaptor. It was noted that the screws were not all the same size and that according to the plan of this instrument, the three screws should be the same length. This product was returned for investigation but without the associated screws. However, another screw was tested on the leksell frame adaptor. Indeed, it was very difficult to screw it and the screw began to heat up due to friction. The most likely root cause of damage to the instrument's thread is the use of these wrong screws but this cannot be confirmed.

Event description:
The clinical representative (cr) assisted the surgeon on (B)(6) 2021 using bs20086. Around 8am eastern time, the surgeon attempted to attach the leksell frame on the patient's head to the leksell frame adaptor on the rosa robot support arm. The surgeon then noticed that one of the screws for the leksell frame adaptor (B)(6) was very difficult to tighten into the threading of the adaptor. The screw could not be hand tightened to hold the plastic clamp to the adaptor and frame. The surgeon used a pair of vice grips to tighten the screw into the thread, and eventually the screw was tightened to much and the head of the screw snapped off. Since the threaded part of the screw was still in the adaptor, the surgeon decided that the stability of the frame and the adaptor was good enough for the case. The patient was under anesthesia and no incision had been made yet. The total delay was less than 5 minutes.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: unknown.

Event description:
The clinical representative (cr) assisted the surgeon on (B)(6) 2021 using bs20086. Around 8am eastern time, the surgeon attempted to attach the leksell frame on the patient's head to the leksell frame adaptor on the rosa robot support arm. The surgeon then noticed that one of the screws for the leksell frame adaptor (B)(4) was very difficult to tighten into the threading of the adaptor. The screw could not be hand tightened to hold the plastic clamp to the adaptor and frame. The surgeon used a pair of vice grips to tighten the screw into the thread, and eventually the screw was tightened to much and the head of the screw snapped off. Since the threaded part of the screw was still in the adaptor, the surgeon decided that the stability of the frame and the adaptor was good enough for the case. The patient was under anesthesia and no incision had been made yet. The total delay was less than 5 minutes.